Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: unknown head; item: unknown; lot: unknown desc: fitmor hip stem b ext offs s6; item: 01.00551.306; lot: 2475254. Desc: head adapter s/-4 12/14-18/20; item: 01.00185.145; lot: unknown. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during routine follow-up for a metal-on-metal hip prosthesis, pseudotumoral changes, hypercobaltemia, and extensive acetabular osteolysis attributed to debris were identified. Subsequently, the patient¿s health condition unexpectedly worsened in the context of this surveillance program. The patient underwent revision surgery. Attempts have been made and no further information has been provided.